Event description:
Study event. Device malfunction: none. Symptoms / ae: symptomatic hypotension causing neurological changes. Time of symptoms: after the procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the patient had symptomatic hypotension with slurred speech, difficulty moving her mouth and mild tongue deviation. These symptoms were experienced when the systolic blood pressure went below 150mmhg. The patient was started on a neosynephrine drip. Three days post procedure the hypotension and the neurological symptoms resolved and the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.